Event description:
A customer reported that a system message was displayed and was unable to be cleared during a surgical procedure. The surgical procedure was aborted. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system. The reported event was replicated due to a non-conforming front panel controller printed circuit board (pcb) and a non-conforming power supply, which were replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).